Event description:
A hospital reported to our distributor that an mr290v autofeed humidification chamber ("the chamber") filled with water beyond the maximum water line. No pt consequence was reported.

Manufacturer narrative:
The mr290v chamber was tested for overfilling by connection with a waterfeed bag. The chamber functioned correctly -the primary float stopped the water from rising above the maximum fill line. There is no visible damage to the aluminium base of the chamber. A lot check revealed no other complaints of this nature for this lot number. Conclusion: overfilling is caused by both the primary and secondary float mechanisms in the mr290 chamber being disabled. Impact damage can lead to misalignment and subsequent jamming of the valve float mechanism, allowing water to fill the chamber unimpeded. It is possible the floats in this chamber were jammed initially. However, vibrations during transport could have re-aligned the valve floats and allow the floats to function. Our instructions for use indicate in pictorial form the maximum fill line and advises the user to replace the chamber should water exceed the limit ine. Currently, fisher & paykel healthcare has an open CAPA item to address mr290 chamber overfilling. The design of a modified mr290 chamber has been approved for manufacture. Our monitoring and trending of mr290 chamber overfilling has a rate of occurrence worldwide for the last year of 0.001%.